Event description:
It was reported that the customer experienced high blood glucose levels. The customer corrected with a bolus and charged infusion set, and cartridge. The customer reported that their blood glucose levels have stabilized.

Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.